Event description:
During follow-up, noise was observed on the right ventricular lead. The event was resolved by reprogramming the device. The patient was in stable condition.

Manufacturer narrative:
Further information was received indicating this event was due to another product. Please retract this report 2017865-2023-49810, the same issue was previously reported as 2017865-2023-50290.